Manufacturer narrative:
The ge svc rep conducted an onsite investigation. The transformer was retapped. The sys was tested and operates as intended.

Event description:
The customer reported that the sys would not boot up and was making a beeping sound. This event occurred inside a procedure. No pt injury was reported.